Manufacturer narrative:
A ge svc rep performed an evaluation over the telephone. The malfunction was verified. It was determined that the batteries could not be charged. Batteries are no longer available due to age of equipment. Customer will attempt to find third party source.

Event description:
It was reported that the system 9400 displayed a "regulator fail" error. System is only used on animals. No pt involvement.